Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that during a transfemoral tavr, there was resistance between the 23mm sapien 3 ultra valve/23mm commander delivery system and the 14fr esheath. As reported, a 16fr dilator was needed for vessel dilation prior to the 14fr esheath. The tf access was difficult with high push force reported by the operator during valve insertion through esheath. The high push force was experienced during advancement through the semi expandable portion of the sheath and the next 10cm. An epicardial halo was noted on fluoro prior to valve deployment. The decision was made to proceed with valve deployment. Pericardial effusion was noted on tee, pericardial window performed. Bright red blood was reported by surgeon in pericardial sack, with decision to perform open sternotomy. Open conversion completed with cardiopulmonary bypass support. A left ventricle (lv) tear was noted and repair performed by the physician. The patient remained hemodynamically stable during procedure. Once hemostasis of the lv was achieved, the patient was weaned from bypass with no difficulty. Total clamp time was 21 minutes. The valve remained implanted. Upon tf removal of 14fr esheath, dissection/occlusion noted of the left common iliac artery. There was no damage observed on the sheath or valve frame. The team was unable to percutaneously repair and then decided to perform fem-fem bypass. The bypass was performed successfully with restoration of perfusion with doppler signals noted bilaterally at dp. It is unknown if the tear occurred prior to the valve deployment although likely. The CT surgeon and ic agreed that wire perforation was the culprit. The patient transferred in stable condition to ICU.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. The complaints for resistance between system components was unable to be confirmed. No manufacturing nonconformances were identified during the evaluation. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of manufacturing mitigations as seen in a product risk assessment (pra) supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device preparation. Per complaint description, 'the transfemoral (tf) access was difficult with high push force reported by the operator during valve insertion through esheath. The high push force was experienced during advancement through the semi expandable portion of the sheath and the next 10cm'. Per 3mensio imagery review, patient had undersized access vessel (<5.5mm), calcification and tortuosity present in the access vessels. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. The presence of calcification and tortuosity along with undersized access vessels could create a challenging pathway during delivery system insertion through the sheath and could prevent full expansion of the sheath. This the likely led to reported resistance during insertion and high push force. As such, available information suggests that patient factors (undersized access vessel/ calcification/tortuosity) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-05432.